Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault was confirmed via the submitted log file. The heartmate 3 system controller, (B)(6) was not returned; however a log file was sent for analysis. The submitted log file (B)(4) contained data spanning approximately 18 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp).the log file captured atypical driveline power faults active on (B)(6) 2021 from 19:04:42 to 20:04:18 due to the current sense on line a dropping to approximately 0.002 a. This alarm was associated with a pwr_a_broken which is consistent with the current sense on line a dropping. The driveline power fault and driveline communication fault alarms did not affect the controller's ability to operate the pump at the set speed. The alarm resolved when the current sense on line a was restored to its expected value. The alarms resolved when the amperage on line a was restored to its expected value. Provided information stated that, there was no documented controller exchange. There was only as modular cable exchange at the recommendation of a clinical specialist. The patient exchanged the controller by themselves. Additionally, the alarm that the patient heard was a driveline power fault alarm and there was no troubleshooting before the controller exchange since the patient changed the controller at home. The alarm resolved after the modular cable was exchanged and the modular cable was returned to abbott. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault alarm conditions, no external power alarm conditions, power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both titled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate 3 patient handbook (rev. C) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ under the sub-section titled "connecting the driveline to the system controller", provide the proper steps for connecting the driveline to the system controller. These sections inform the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 08jul2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Controller exchange in (B)(6) 2021 was reported under MFR # 2916596-2021-03113. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of alarms on the mobile power unit (mpu) yellow wrench and stated that the screen stated driveline power fault. The alarms occurred on both wall power and battery power. The patient denied feeling badly and there was no visible damage to the external driveline noted. The patient changed the controller from primary to backup on (B)(6) 2021 and did not get a backup right away because the patient lived out of state. The patient switched back to primary controller when the alarm was received. The patient arrived in the emergency department (ed) in no acute distress. The alarms were unable to be reciprocated in the clinic and the modular cable was exchanged. The log file showed that the controller was disconnected and shut off on (B)(6) 2021. The patient had power cable disconnect alarms while on battery power seen prior to disconnect. On (B)(6) 2021 the controller was powered back on and the patient reconnected the controller. The power a fault then began on the controller. There was not enough information in the log to determine the reason for the alarms. After that the patient reportedly disconnected and reconnected the driveline. The pump then reestablished the set speed and appeared to be running normally with no further faults. In addition the log file captured several no external power/ low power hazard events on (B)(6) 2021. These alarms were caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. Related manufacturer report number of pump: 2916596-2021-03048. Related manufacturer report number of mobile power unit: 2916596-2021-03049. Related manufacturer report number of backup controller: 2916596-2021-03114. Related manufacturer report number of modular cable: 2916596-2021-03072.